Manufacturer narrative:
Concomitant products: dtba1q1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. The device and leads were explanted. During the explant of the left ventricular lead, the patient's pressure dropped and pericardiocentesis was performed to drain blood from the epicardial space. The patient was stable when leaving the cath lab. That evening the patient's vitals dropped again and more blood was drained. The patient did not recover and expired.